Event description:
Same case as MDR ID 2134265-2015-02315. It was reported that guide wire entrapment occurred. The target lesion was located in the non tortuous and a little calcified proximal left anterior descending artery. After a 0.014 luge guide wire crossed the lesion, a 4.00x16mm promus premier¿ stent was advanced and implanted in the lesion. An attempt was done to pull back the stent delivery system (sds) however it became stuck on the guide wire. Both the guide wire and the sds were removed together from the patient and the procedure was completed. Once outside the patient, there was resistance in withdrawing the sds but was able to be removed from the guide wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).